Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 197 mg/dl. Tandem technical support educated the customer to read every screen on pump while navigating menus to ensure that all steps were followed while going thru the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.